Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional inspection, including pressure and clear passage testing, no blockage was noted on either device. However, during pressure testing a leak was observed in the air vent of the filter of both samples. The reported condition was verified. The cause of the conditions could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) non-dehp micro-volume extension sets had unspecified issues. During product evaluation, leaks were observed from the air vent of both filters. The events occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.